Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door was failed continuously. A field service engineer reconnected all connections on the latches and rebooted the machine to resolve this issue. Field service engineer stated that there was a delay in dispensing workflow. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 1 was failed. There were no adverse events or injuries reported based on this event.